Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was not feeling well and experienced shortness of breath. After a few days, this patient had a stroke. A computed tomography scan was done and it was found that this right ventricular (rv) lead perforated to the heart or vessel and was leaking blood. A clot formed. Patient was hospitalized and still undergoing therapy. This lead remains in service. No additional adverse patient effects were reported.